Event description:
I had a deka smartxide dot laser, which was aggressively promoted by (B)(6), as "look 5 years younger." (B)(6) shows un-retouched cropped pictures of my before and after taken by (B)(6), and submitted by (B)(6). If you look on (B)(6), you will see negative, not positive results from this procedure for skin tightening/facial rejuvenation. My results show skin aged severely as a result of the dot laser. I had high setting of 25. Most patients get a lower setting, which is the likely "cause every do not complaint", because negative effects aren't as visible. And after all, their skin was near surgically burned, so "dr tried." In our state, practitioners can't be sued for negative results, so they get away with claiming dot will result in "look 5 years younger." Dot cost is about 8 times more than other procedures of the same 20 minute time frame, so there is great financial incentive to talk patients into it. My doctor suggested it over the less expensive treatment I asked for. Additionally, (B)(6) submitted false testimony to the (B)(6), trying to make excuses for my poor results. I have attached some proof of their testimony, and proof they testified falsely. I have much more proof. I have also attached a picture of my face 3 days post dot. Dot is severe burning of the skin, causing pain and suffering to a patient, with no proof that skin improvement is possible or even likely. Loss of subcutaneous facial fat is permanent. (Subcutaneous fat is what gives one a youthful appearance). Dot also killed off virtually all hair/peach fuzz off my face. (B)(6) is where the doctor states, "you will begin to notice dramatic results after 1-2 months and continue to see improvement for 6 months post treatment," (my after pictures they took are from 9 weeks post treatment). Post-care instructions were for just 5 days. Which I have some email proof that I followed all instructions. (B)(6) later (when I complained on day 6 that the tns cream burned) suggested other creams, then had the gall to blame the original cream and me wearing a ski mast on week 6 as the reason results were horrid. (B)(6) consent form says "smartxide dot therapy may involve a series of treatments." (The cost was (B)(6) for my one treatment). So average patients may think, when one gets a low setting and no positive results, to try it again. After all, (B)(6) says such great things about dot. So it appears some doctors like (B)(6) and find this an endless source of income, with patients believing more treatments will do the trick. And patients then think their new skin wrinkling is from age, not realizing it is aging from the dot. (B)(6) made like (B)(6) from this procedure alone. Please view (B)(6) consent form, post-care instructions, and before and after photos (B)(6) took of my face. They set the front view on bright, trying to blind out the damage the laser caused to my face. But side lip view shows damage. (B)(6).